Event description:
Revision surgery, knee. Pt contracted an infection. Irrigation, debridement and replacement of liner.

Manufacturer narrative:
The failure investigation is limited in scope since the original implant was not shipped to encore for examination. A review of the mfg records found no discrepancies. No info was found that showed a material, design, mfg, packaging, sterilization, or biocompatibility problem with the knee system implants. The root cause of the infection is unk, but the data strongly supports the view it was not related to encore product of process defects. This is the final report.